Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion from the mid to the distal left anterior descending artery with heavy tortuosity and heavy calcification with 90% stenosis. A 2.0x15 mm traveler rx balloon dilatation catheter (bdc) was used to dilate the lesion twice without issue. The bdc was again advanced toward the target lesion and was not able to cross due to patient anatomy and the proximal shaft became kinked. The bdc was removed from the patient anatomy and the proximal shaft was found to be separated at the point of the kink. No other treatment was done to the lesion and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.